Event description:
During a colonoscopy procedure in the ascending colon, a cook captura serrated max forceps with spike was used. They went down the endoscope with the forceps and did a biopsy. Upon extraction of the forceps, an anomaly on the sheath caught on the technician's gloves. Upon inspection, they saw the sheath was abnormal. The coating is practically nonexistent. Metal can be seen where the outer sheath's coating should be. No section of the device detached and became free inside the patient or endoscope. They used a cook snare to successfully complete the procedure. This device was received at cook for evaluation on 10/17/2014. Our laboratory evaluation confirmed portions of the outer coating were flaked off near the patient end of the device. Some portions of the outer coating that had flaked off were not included in the return. Information regarding the missing sections was communicated back to the medical facility. The location of the missing sections is unknown. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation. A follow up report will be provided once the supplier's evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated max forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.